Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that an endoscopic support specialist (ess) was made aware during an onsite training of the gastrointestinal videoscope that the staff were not performing the flushing of the auxiliary water channel at the bedside when completing the precleaning steps. Ess informed the staff that all required precleaning steps as stated in the reprocessing manual need to be performed regardless of whether the auxiliary water channel is used during the procedure. There were no reports of patient harm.